Event description:
Nail and two screws fractured requiring revision surgery to remove devices.

Manufacturer narrative:
Other devices used: catalog #00223606550 bone screw, lot #703158 (1 ea) lot #56583900 (1 ea) catalot #00223606565 bone screw, lot #57074000 (1 ea). Evaluation codes for section h6: the device were not returned to the manufacturer. Therefore, no evaluation could be made. The user facility has been contacted and has declined to released the device for evaluation.